Manufacturer narrative:
Continuation of d10: dtma2d1 crt-d implanted: (B)(6) 2019. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) delayed therapies for an episode of ventricular tachycardia (vt) that was initially withheld by the device discriminator. Additionally, the right ventricular (rv) lead displayed noise. The right atrial (ra) lead triggered an alert for high thresholds. The crt-d, ra lead, and rv lead remain in use. No further patient complications have been reported as a result of this event.